Event description:
Pt was hospitalized for low bgs. Customer was disconnected from pump at the time of call. Troubleshooting was performed. Device passed the test. It was stated that they changed the batteries and customer reset the time incorrectly. Also it was stated that the buttons were not responding properly. Unit was not dropped, bumped, or exposed to moisture. Additionally the alarm history showed that the customer had an error alarm.